Event description:
Dealer called and alleged that the basket is broken, the seat is cracked and the bearings are falling out of the forks. He stated that the seat and basket broke when a child was kneeling on it. He does not have a lot code and he stated there was no injury or property damage reported.